Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the mildly tortuous, moderately calcified, concentric, 90% stenosed, proximal circumflex artery, during the second pre-dilatation inflation at 14 atmosphere (atm) for 10 seconds with a 2.5 x 15 mm trek balloon dilatation catheter (bdc), a rupture occurred. There was no reported adverse patient effect. The device was removed and a 2.75 mm trek bdc was used. The procedure was successfully completed after a 2.25 x 15 mm xience alpine stent was implanted and post-dilated with a nc trek balloon. There was no reported clinically significant delay in the procedure. No additional information was provided.